Event description:
It was reported that two weeks prior to the revision surgery the patient presented to the hospital with his device not working properly. Inspection found a tear in the left cylinder resulting in saline leakage. The ipp cylinders were explanted and new ipp cylinders were implanted. After the operation the patient's condition improved.

Manufacturer narrative:
The cylinders were visually inspected and functionally tested. Both cylinders had broken fabric treads in rear tip attributed to input tube wear. Cylinder 1 had a fatigue leak of inner tube and hole in the outer tube due to input tube wear with avulsion in proximal cylinder body. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of both cylinders were worn to the filament; no leak was found in the krt. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that two weeks prior to the revision surgery the patient presented to the hospital with his device not working properly. Inspection found a tear in the left cylinder resulting in saline leakage. The ipp cylinders were explanted and new ipp cylinders were implanted. After the operation the patient's condition improved.